Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that six weeks post implant, the ventricular lead exhibited low sensing threshold of 2.7 mv and high capture threshold of 5.5 v at 0.4 ms.